Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device had a pin pushed in and an e8 error message. It was determined that the e8 error was caused by a bent electrical pin. This was a result of excessive force while inserting the connector to the console. Therefore, the reported condition was confirmed. The assignable root cause of the component damage was determined to be due to misuse / abuse and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device had an e8 error code. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.